Manufacturer narrative:
A ge rep evaluated the system and replaced the brake pads and wig-wag brake assembly. System operates as intended.

Event description:
Customer reported the wig-wag has too much play. No pt injury was reported.